Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
Reportedly, during a follow-up performed on 16 may 2019, non-physiological signals were observed on the recorded episodes on both leads, showing noise oversensing (8hz signals).